Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain, fever and cloudy effluent. The cause of peritonitis was not reported. It was not clarified if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gram, start dose, route was not reported) and lupinem injection (250 mg, start dose, route was not reported) for peritonitis. Fourteen days after the onset, antibiotic treatment was stopped. Action taken with pd therapy were not reported. At the time of this report, the patient was recovered from the event (reported as the fluid was clear and the patient was cleared from peritonitis). No additional information is available.

Manufacturer narrative:
Additional information : upon follow up it was reported that the patient experienced peritonitis that was manifested by abdominal pain 17 days after the event onset. The cause of the peritonitis was not reported. On the following day, the patient was hospitalized for the event, pd catheter was removed and the patient was started on antifungal limsomal amphoteriein (50mg, once daily). Three days after being admitted, the patient was started on hemodialysis (hd) and was discontinued four days after. The patient was discharged eight days after being admitted. 14 days after the event onset, the patient was taken on regular dialysis but then suffered from dyspnea and had to be admitted again. The patient was started on hd therapy, however, the patient continued to be tachypneic. 22 days after the event onset, pd catheter sutures were removed and the patient was discharged two days after that. Seven days after the pd sutures were removed, the patient was admitted again and on the following day, open capd catheter insertion was done. The patient was discharged ten days after and was advised to continue pd therapy at home. It was reported that the patient was bedridden for three months. Should additional relevant information become available, a supplemental report will be submitted.